Event description:
Follow up from the health care provider reported there were perioperative antibiotics administered. The patient did not have meningitis. Signs and symptoms included swelling, drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the organism cultured was (B)(6). Intravenous and oral antibiotics were given and the infection resolved.

Event description:
It was reported that the device system was explanted due to an unknown infection. The reporter stated that cultures were taken from the device pocket and from the blood. It was noted that antibiotic treatment was necessary, and the date of onset/diagnosis of infection was (B)(6) 2012. It was reported that the patient was in the hospital overnight waiting on the cultures to determine the source of infection. The reporter stated that patient symptoms/complications included "broke out at battery site." It was unclear what "broke out" referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).